Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID: evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter procedure involving a medtronic valve, the valve was fully released in the native annulus at a depth of 3 mm on the non-coronary cusp and 3 mm on the left coronary cusp. Upon a slow withdrawal of the delivery catheter system (dcs), the physician pulled the dcs nosecone causing it to catch onto the outflow crown and outflow frame of the valve. This interaction with the dcs led to the dislodgement of the valve. Subsequently, a non-medtronic valve was implanted in the patient. The procedure was delayed by 15-minutes.